Event description:
Procedure: lap nissen. Reportedly, the surgeon stapled across the fundus of the stomach. The stapler cut the tissue but did not staple. Dr stated that it cut the stomach open which caused severe bleeding and the gastric contents to empty into the abdomen. The surgeon then had to convert to an open procedure and the pt was sent to ICU with drains and the surgeon expects some type of infection.